Manufacturer narrative:
Title of article: is it the technique or wound protection that is key to reducing wound infections in roux-en-y gastric bypass procedures? Authors: cynthia e. Weber, mujjahid abbas, leena khaitan year: 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, after roux-en-y gastric bypass, 333 patients experienced wound complications. 182 patients had an unusually high surgical site infection, seromas and hematomas while 151 patients had seromas and hematomas.